Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s sibling, on (B)(6) 2025, while the patient was asleep, the sensor became dislodged without detection. The sibling present did not notice the sensor had fallen off. The patient began vomiting and was transported by the sibling to the children¿s hospital in utah. Upon arrival, they took a bg reading which was 534 mg/dl. The patient was treated with intravenous fluids and insulin. The patient remained hospitalized for two days for stabilization and monitoring. At the time of the report the patient was feeling good. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that wearable overpatch adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s sibling, on (B)(6) 2025, while the patient was asleep, the sensor became dislodged without detection. The sibling present did not notice the sensor had fallen off. The patient began vomiting and was transported by the sibling to the (B)(6) hospital in (B)(6). Upon arrival, they took a bg reading which was 534 mg/dl. The patient was treated with intravenous fluids and insulin. The patient remained hospitalized for two days for stabilization and monitoring. At the time of the report the patient was feeling good. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.